Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported during usage of plum set, pump showed tubing clamp error, but there was no issue detected. No issue with the pump was detected. There was unknown patient involvement and unknown patient harm.